Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusions), h11. Corrected fields: d10. Keeping UDI partial in emdr (B)(4) as serial number is unavailable. (B)(6) called about an issue with the balloon catheter. The pump is alarming autofill failure. It has been in standby for 21 minutes and they cannot resume pumping. She says that the balloon is an arrow, and the patient was a transfer in. Esp personal advised that the iab was not getinge and that they could consider contacting teleflex about catheter maintenance and location but esp personal would assist them with suggestions offered for a getinge iab. The insertion site is femoral. There is no blood in the tubing and no visible kinks. Esp personal advised them to press the fill key several times. They manipulated the sheath hub and tilted the patient. Esp personal advised them to drop the aug control several bars and attempt to fill but this was also unsuccessful. The 30-minute time was very close and at this point esp personal suggested that per getinge recommendations it would not be advisable to attempt to pump at this point and to consider removal/replacement. They are contacting the physician about removal and it is unknown if they will replace the iab. (B)(6) reports that the patient is stable.

Event description:
N/a.

Manufacturer narrative:
(B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
User called into emergency support program line to request and report issue during use cardiosave intra aortic balloon pump (iabp) had autofill failure occurred. There was no harm or injury reported.